Manufacturer narrative:
Result of investigation: vyaire medical received pcba (printed circuit board analog) 3rd main,cf part number: 27992-001 serial number: (B)(6) rev. E. Visually inspected the assembly no visible defects, damage or contamination. The component was installed in a known good vela host base unit no fault alarms observed upon start up. Event logs showed vent-inop (ventilator inoperable), low ve (ventilation), motor fault and alarm circuit disconnect. Performed transducer calibration. Exhl press xdcr (pt 801) - exhalation pressure transducer and turbine diff press xdcr (pt 800) - turbine differential pressure transducer were successfully calibrated. Exhl diff press (exhl flow) xdcr (pt 802) exhalation differential pressure exhalation flow failed calibration. The reported issue was confirmed. Faulty transducer sensor, diff pres, miniture, 2.5 inh h2o part number: 68355. This is a known issue which can be referenced with CAPA ca-2017-0206. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator running erratic. As of this time, there is no information about patient involvement associated with this reported event.